Event description:
It was reported that the gauge needle was detached. A 26 single encore balloon catheter inflation device was selected to inflate the concomitant device. During procedure, upon inflating the device it was noted that the gauge needle was detached. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).